Manufacturer narrative:
Evaluation codes, results and conclusion: arterial and venous occlusion, angulated aortic neck.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 1 month ago. The aneurysm was found to have increased its diameter by 0.7 cm over the past 7-8 months and it has reached 4.6-4.7 cm in diameter. The aortic neck was angulated and after the stent graft was deployed the right renal artery was occluded by the stent graft. Attempts to access the renal artery from below and bracially were unsuccessful. Attempt to pull the stent graft down was unsuccessful and the creatinine level went up to 6.2. There was also a type 2 endoleak that could not be excluded at the completion of the case. The patient was converted to open repair and the stent graft was removed. The delivery system and the stent graft were discarded. No additional clinical sequelae were reported. The creatinine level went back to normal and the patient is fine.